Event description:
A malfunction was reported on the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, and the customer was advised to use multiple daily injections as a backup therapy. The customer received instructions on handling the pump, putting it into storage mode, and returning it to tandem. Training on the new pump software would be available through their tandem source account.